Event description:
I had the essure product inserted in (B)(6) 2013. In (B)(6) 2013, I had the procedure confirmed successful. One year later, I became pregnant. I carried the baby to term with no major issues. Since then, I have suffered from extreme headaches and hair loss. Confirmation was deemed successful in (B)(6) 2013 by my doctor.